Event description:
It was reported that a patient was experiencing a "random shocking or jolting" sensation in the patient's vaginal area on a daily basis. It was stated that the shocking started after a colonoscopy "two weeks ago". It was stated that electrocautery was used to remove a polyp and the implantable neurostimulator was not turned off. It was noted that the patient was on the same program and voltage since implant. The patient turned stimulation down, but symptoms came back and she felt shocking. It was noted that the patient "can really feel shocking" when she pulls her left leg out. It was stated that there were impedances of less than 250 ohms. Circuit 0-3 had impedances of less than 50 ohms. It was noted that the impedance test was uncomfortable for the patient. Circuit c-1 had an impedance reading of "???". The patient was re-programmed and was feeling stimulation in the vaginal area.

Event description:
Additional information received reported that the reporter had no further information. Refer to manufacturing report #3007566237-2013-02765 as information pertaining to this event was previously reported here. If any new information is received it will be sent as a supplemental to this report.

Manufacturer narrative:
Product ID 3093-28 ,lot# va06ptm, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had come in to their office was their implantable neurostimulator (ins) was reprogrammed. The patient was taught how to properly adjust the stimulation and to turn off if needed. It was noted that the patient thought they were supposed to increase the stimulation "until they felt something". It was reported that there was no device issues at all and that the patient was doing "very well" with no further issues noted. If additional information is received, a follow up report will be sent.